Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing while resecting the left upper lobe bronchus during a lobectomy procedure, one row in the middle of the staple line on the patient side was malformed (including u-shaped). Staples on specimen side and patient side normally formed b shape. The procedure was completed with manual suturing.